Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, 1826 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted (lot no. D23517) for female sterilization. The patient had a medical history of endometrial polyp, spotting vaginal, cervical cancer, dysmenorrhea, pelvic pain female, abnormal uterine bleeding, cesarean section and asthma. Previously administered products included: depo provera and fentanyl. As concurrent condition the report mentioned pelvic pain female. Concomitant products included pantoprazole, oxycodone, ondansetron and acetaminophen (paracetamol). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2019, 1041 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus / hysterectomy total abdominal laparoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2019: specimens: a uterus, uterus and bilateral fallopian tubes. Final diagnosis uterus and bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: cervix with focal mild, chronic endocervicitis quiescent fundic endometrium myometrium with a subserosal adenomatoid tumor (1.0 cm) bilateral fallopian tubes with prosthetic contraceptive devices and paratubal cysts, respectively clinical information abnormal uterine bleeding pelvic pain in female gross description: the specimen designated "uterus and bilateral fallopian tubes" is received in formalin labeled with and the patient's medical record number and consists of an intact total uterus with bilateral adnexa. Adnexa: bilateral detached fallopian tubes; coiled metallic devices inserting into myometrium consistent with essure devices. The most recent follow-up information incorporated above includes data received on: 15-nov-2023: medical record received. Lot number, (surgical pathology test) lab data, medical history , concomitant condition & reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, 1826 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) by surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted (lot no. D23517) for permanent contraceptive tubal implant. The patient had a medical history of endometrial polyp, spotting vaginal, cervical cancer, dysmenorrhea, pelvic pain female, abnormal uterine bleeding, cesarean section and asthma. Previously administered products included: depo provera and fentanyl. As concurrent condition the report mentioned pelvic pain female. Concomitant products included pantoprazole, oxycodone, ondansetron and acetaminophen (paracetamol). On 18-nov-2016, the patient had essure inserted. On 25-sep-2019, 1041 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus / hysterectomy total abdominal laparoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on 24-sep-2019: specimens: a uterus, uterus and bilateral fallopian tubes. Final diagnosis uterus and bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: cervix with focal mild, chronic endocervicitis quiescent fundic endometrium myometrium with a subserosal adenomatoid tumor (1.0 cm) bilateral fallopian tubes with prosthetic contraceptive devices and paratubal cysts, respectively clinical information abnormal uterine bleeding pelvic pain in female gross description: the specimen designated "uterus and bilateral fallopian tubes" is received in formalin labeled with and the patient's medical record number and consists of an intact total uterus with bilateral adnexa. Adnexa: bilateral detached fallopian tubes; coiled metallic devices inserting into myometrium consistent with essure devices batch nod23517production date2014-10-23expiration date2017-10-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.